Event description:
It was reported by service report that the head left outer siderail panel, and the head right timing linkage arm covers were cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the customer requested preventive maintenance on the unit and to report any other failures for the customer to repair at their discretion.